Event description:
Mom states that in 2007 pt's infusion line found to have a crack and a significant amount of drug leaked out and was lost. Mom immediately re-made a new cassette and attached to pt. Mom states that initially, after placement of new cassette, pt noted to be flushed with increase in bp. Mom states pt stabilized after some time. Mom notes that the IV extension lines appear to be thinner and less pliable than before-causing her concern that the line may crack again. She notes that when she clamps the line then releases - the indentation does not appear to go away. Mom is questioning if there had been a change in supplier for the extension set?